Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a scan error when attempting to start a new freestyle libre 3 plus sensor, requiring multiple attempts; after a phone restart and a second scan, the sensor initiated successfully and displayed the warmup screen. No adverse clinical symptoms reported. Outcomes included successful sensor activation without clinical impact or medical intervention. User support included troubleshooting and user education conducted remotely. Investigation of this case revealed that the issue was resolved through standard troubleshooting steps, indicating a transient scanning or pairing issue without device damage or persistent malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction variability consistent with normal operation recoverable by restart and repeat scan.